Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the emergency room post-sensed t-wave oversensing on the ventricular channel was noted on a stored egm. Patient was symptomatic and had received inappropriate therapy. Programming changes were recommended.